Event description:
On (B)(6) 2019, a reporter for the patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter displayed error 3 messages. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca and a follow-up call with the reporter. The reporter stated that starting around 5pm on (B)(6) 2019, when the patient attempted to test her blood glucose level, the meter showed error 3 messages. The patient manages her diabetes with 80 units of tresiba insulin (no adjustments). The reporter denied that the patient made any changes to her usual diabetes management routine as a result of the alleged issue. The reporter stated that an unknown time later, the patient developed ¿slurred speech¿; the reporter did not know if this was associated with a high or low blood glucose excursion. The reporter denied that the patient received any treatment for her symptom. During troubleshooting, the reporter described the correct testing steps. The cca walked the reporter/patient through a retest, but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event, after being unable to obtain a blood glucose reading on the subject meter and continuing with her usual diabetes management routine.